Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that it was noticed post operative, that the implanted plate was loose. A second surgery was performed to remove the plate.

Event description:
It was reported that it was noticed post operative, that the implanted plate was loose. A second surgery was performed to remove the plate.

Manufacturer narrative:
The reported event could be confirmed as an image of the wound breakdown and the protruded plate were provided by the sales representative. The patient¿s history (pt. R.) Was provided and is summarized as follow: the initial surgery and implantation of the delta plates under complaint were on (B)(6) 2021 (age of patient: 2 yrs.). On (B)(6) 2022 (~11 months after implantation), a bump was first noticed at a follow-up. Ultrasound was performed and found that the plate extruded. On (B)(6) 2022, the patient returned with the skin breaking down. On (B)(6) 2022 (~12 months after implantation), the patient was brought into the or and ¿abscess-plate¿ removed. In addition, few loose fragments were found and removed. The pathology report of the resorbable plate was provided, which showed that staphylococcus aureus was identified in the cultures, which indicated the area was also infected. A meeting was held with marketing, the treating surgeon and a clinical consultant of stryker on (B)(6) 2023. This patient, who has already had a second revision on (B)(6) 2023 (addressed in pi 3227288), was discussed. The clinical consultant considered it very unlikely that there is a product-related issue with this patient. His assumption is that the patient¿s has had an unnoticed trauma causing the plates to move and to disrupt the resorption. In conclusion, the reported degradation time of the delta plates in this complaint is within the expected biodegradation times which are found in literature referenced in stryker¿s clinical evaluation report (cer) for the delta system. The clinical consultant¿s opinion further provides a possible cause as to why the degradation was even disrupted.